Event description:
It was reported that patient presented to hospital with episodes of asystole due to undersensing issue of r-wave amplitudes. Programming changes were made. Patient will continue to be monitored. No further information available.